Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions occurred. Customer's blood glucose level reached over 600 mg/dl, and had ketones. Reportedly, the customer changed the pump supplies to resolve the reported issue.